Event description:
It was reported that there was separation between the female connector and main body of the minicap transfer set which resulted in a leak. This was observed during use of the device for peritoneal dialysis therapy. It was reported the transfer set has been used for about 2 weeks. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 and h11. H11: the actual device was not available; however, a video and photograph of the sample were provided for evaluation. A visual inspection with the naked eye noted a separation between the female connector and the main body and no leakage. The reported condition of separation was verified. The cause of the separation was determined to be a manufacturing related issue due to an inadequate solvent bond between the female connector, the insert chip, and the main body. A nonconformance has been opened to address this issue. The reported condition of leak could not be verified due to a photo and video only and not receiving the actual sample for testing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.